Event description:
During an in-clinic follow-up, episodes of high capture threshold and low pacing impedance were observed on the right ventricular (rv) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated at the patient's in-clinic next follow-up, further episodes of high capture threshold were noted on the rv lead. The device was again reprogrammed. The patient was in stable condition.